Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was also reported that the pt underwent a gynecological procedure on (B)(6) 2012 and the bard pelvicol acellular collagen matrix was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that following insertion the patient experienced infection, and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2012, due to erosion and sui. No additional information was provided.